Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor via medwatch form mw5096237 that a female patient underwent a breast surgery with an unspecified gel mentor breast implant and experienced panic attacks, depression, fatigue, hair loss, early menopause, night sweats, trouble concentrating, tingling feet, lower back pain, allergies, sensitive skin, dry skin, rashes, severe general anxiety. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient identifier is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/9/2020, mentor became aware that PMA code in section g5 was reported incorrectly. The actual code was unk. Manufacturer¿s reference number: (B)(4).